Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Healthcare professional later reported "hole on bottom" due to damage caused by surgery, which is considered not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: rupture: not observed openings during the analysis. Capsular contracture: unable to observe as it is not related to the device.